Event description:
It was reported that during a robotic laparoscopic sigmoidectomy procedure, while preparing the left colon, an instrument error was triggered on the arm after colliding with another arm. The error occurred on the other two remaining arms, and all the instrument bars were greyed out. The surgeon was unable to activate the instruments from the surgeon console, along with it, all the three sterile interface modules (sims) could not be identified. The team attempted to resolve the issue by rebooting the tower; however, because the reboot would have resulted in an approximately 20¿25 minute delay, the robotic surgery was converted to traditional laparoscopic surgery.

Manufacturer narrative:
H3 and h6: annex b, annex c and annex g have been updated. Device evaluation: medtronic led an evaluation of the associated device data for the reported arm cart assembly (aca) sn: (B)(6) . Evaluation of the device data indicates an error code ¿brake slip while inserted¿ was triggered a minute prior to error code ¿secondary sensor data flow control ra¿ on aca 1 sn: (B)(6) , reporting the message: "danger: incorrect arm movement. Check arm for collision or object pushing on arm. Touch dismiss to resume use." And suggesting a collision had occurred. However, logs are unable to confirm hardware issue such as arm collisions. Logs show that due to an ethercat failure that occurred on aca 1, there was a mismatch between the reset and error counter that lead to error code ¿main system computer mismatch in reset and error counting failure¿ occurring. This is a system non-recoverable error that prevents tele-operation, puts all arms into a soft stop non-recoverable state, and causes all the instruments to be grayed out. It reports the error message: "warning: arm error. Withdraw instrument, unplug and reconnect arm. If error reoccurs, remove arm from use; contact medtronic support.". Evaluation of the device data for the reported arm cart assembly noted no abnormalities associated with the reported condition of arm cart hits arm cart. Therefore, the investigation was not able to identify a root cause or speculate on a probable root cause. Evaluation of the device data for the reported arm cart assembly confirmed the reported conditions of instrument identification failure and error message, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. However, the investigation was able to identify the most likely cause as traced to a failure on a different arm cart assembly ethercat. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic sigmoidectomy procedure; while preparing the left colon, an instrument error was triggered on the arm after colliding with another arm. The error occurred on the other two remaining arms, and all the instrument bars were greyed out. The surgeon was unable to activate the instruments from the surgeon console along with it all the three sterile interface modules (sims) could not be identified. The team attempted to resolve the issue by rebooting the tower; however, because the reboot would have resulted in an approximately 20¿25 minute delay, the robotic surgery was converted to traditional laparoscopic surgery.

Manufacturer narrative:
Continuation of d10: mrasilf19 sn: unknown; mrasc0002 sn: (B)(6); mrasc0002 sn: (B)(6); mrasi0004 sn: (B)(6); mrasi0011 sn: (B)(6); mrasa0003 sn: unknown; mrasa0003 sn: unknown; mrasa0003 sn: unknown; mrasc0001 sn: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.